Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported having used the colonovideoscope on eight patients while awaiting the results for routine culture testing. The subject device was last used for a procedure on (B)(6) 2025. The date of sample collection was (B)(6) 2025. Positive culture test results were subsequently received: >100 colony forming units (cfu) of pseudomonas aeruginosa, klebsiella penumoniae, escherichia coli. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. B3: date of event is unknown. Additional information will be provided if available. Updated fields: d8, h2, h3, h4, h6. Corrected field: h6 the device was returned and evaluated on related MFR 39973 where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was difference of recognition on device handling between the user and recommendation by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.